Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported on (B)(6), 2016, the luer lock cap cracked. On (B)(6) 2016, the physician replaced with a new extension tube. There was a delay in treatment with no patient harm and no patient death or complications reported.